Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have no failure. The in-house mcs tip accessory was installed on the instrument's tube adapter. The instrument was tested on an in-house system and passed the recognition and engagement tests multiple times. The instrument moved intuitively with a full range of motion in all directions, and the blades opened and closed properly. During the failure analysis investigation, the reported complaint could not be replicated or confirmed, as the instrument was recognized by the test system and successfully passed all functional tests. Additional observation not reported by the site: the instrument was found to have abrasions on the tube adapter. The common cause of this failure is attributed to the user.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure the monopolar curved scissors (msc) instrument tip won't connect/attach. The procedure was completed with no reported injury.